Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and slight evidence of blood. The loading device was not returned. The tether and tension spring remained in the delivery tube with the seal fully unraveled and extending outside the tube. The blue slide lock was disengaged and the white plunger was fully depressed on the delivery device. Blood was not visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The following measurements were taken; the inner delivery tube diameter was measured as .198 in. The outer diameter was measured at .221 in. The length of the delivery tube was measured at 2.50 in. The values recorded were within the tolerance specifications. Based on the returned condition of the device and the results of the investigation, the complaint was confirmed for failure to deploy and the analyzed failure unraveled material (seal). Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.

Manufacturer narrative:
02/22/2016 02:32 pm (gmt-5:00) added by (B)(4): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm did not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning.